Event description:
Revision surgery - due to poly wear, the surgeon replaced the head and liner.

Manufacturer narrative:
The reason for revision was normal wear of the poly acetabular liner after nearly 14 years in vivo, in a relatively young and perhaps active patient. The healthcare professional indicated a significant adverse event to the patient. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was returned to djo surgical for examination. The cocr head was in excellent condition, with a nearly-new appearance. There are small scratches/gouges near the lower edge of the head, probably resulting from instrument contact during the removal process. The outside diameter (o.d.) Of the head measures 1.102", and the height measures 0.975". The head was manufactured to rev b which has a specification on the o.d. Of 1.1004"-1.1024", and on the height of 0.968"-0.984". So, the head is still within original specifications for these key dimensions. In fact, with the o.d. Still near (maximum material conditions) mmc, the head is not exhibiting any wear at all and does not appear to have contributed to this complaint. The poly liner exhibits damage to the o.d. And snap feature as would be expected, due to the removal process. The articulating surface is smooth and shiny with very little evidence of scratches or any 3rd-body related damage. Mating the cocr head with the liner reveals that the liner is quite worn, as there is significant slop between the two components. The articulating surface is no longer spherical, with more wear being present along one plane of motion. Due to the presence of wear and damage from removal, there is no reason to take measurements off the returned liner. It is sufficient to say it is no longer within its original dimensional specifications for the articulating surface. A review of the device history records showed no non-conforming material reports associated with this product. A review of the product complaint report history showed there are (B)(4) prior complaints against the cocr head, part number: 497-28-000, but none of these are against the incident lot number 592481. The vast majority of the cocr head complaints are incidental to revision surgeries for dislocation. Only one was a revision due to liner/head wear. The root cause identified as the reason for revision was normal wear of the poly acetabular liner. The cocr head and acetabular liner functioned as intended for a reasonably expected life for this type of implant. There was no information reported that evidences a material, design, or manufacturing problem with the product.